Event description:
Argon plasma coagulation probe did not provide adequate cautery and expelled blue fragments into the patient when used. Grounding pad was in place on the patient's flank per manufacturer's recommendations. Probe replaced with a different probe which worked as expected.